Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that during an ivc filter retrieval procedure, a snare broke at the handle. The procedure was unable to be completed. Therefore, the surgery had to be rescheduled and the patient was referred elsewhere. The patient did not experience any adverse effects and all parts of the device were able to be removed.

Manufacturer narrative:
Investigation: a review of the complaint history, specifications and a visual inspection were used during the investigation. The reported device returned for evaluation. Visual inspection of the noted the awlr fractured in the transition between the handle and shaft. This noted findings are possibly indicative of the reported device being exposed to manipulation beyond its intended design during the attempted filter retrieval. Per the IFU, "excessive force should not be used to retrieve the filter". The lot number was not provided; therefore a review of the device history record could not be completed. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.